Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis ¿ visual inspection with unaided eye: the tested unit was soiled and arrived disassembled. There was also the presence of a ¿proud¿ weld on the sleeve that was felt over the label. Spring test attempted after rewelding a new sleeve. Unit successfully passed the spring test and functioned as designed. The drill test was performed as well. Unit successfully drilled 5 holes, and the perforator functioned as designed. New sleeve was re-welded. The complaint was confirmed. Unit passed all functional tests after re-welding. Root cause analysis ¿ the evaluation of the returned unit confirmed the presence of a proud weld. The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA).

Event description:
A physician reported a codman perforator (ID 261221) disassembled. The device idle spun when the surgeon turned it on after pausing it. It could not make a hole so the surgeon decided to pull it out from cranium. When it was pulled out of the cranium, it disassembled. The surgeon needed to apply force to pull it out. All disassembled parts were recovered, and the procedure was completed with a replacement product available. The event led to less that 30 minutes surgical delay. The primary disease of the patient is brain tumor and is in follow -up. The drill used with the perforator was midas and there was one burr hole created by the device. According to information provided, the drill used with the perforator is unknown. It is also unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.